Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further evaluate the reported issue. The fse replaced the mtml to correct the reported problem. The system was tested and verified as ready for use. Isi has received the mtml involved with this complaint and completed the device evaluation. Failure analysis (fa) was unable to reproduce the customer reported complaint reported failure; however, could be confirmed via field error logs. Visual inspection was performed and the mtml was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab were passed. Esmb pca and main wire harness were replaced as a precaution. Additional findings during evaluation were also identified: during evaluation, the gimbal handle was found to be discolored and will be replaced. As the gimbal handle is replaced, the esmh pca will also be replaced to accommodate the repair. During evaluation, the opto buttons were found to be worn. The entire opto button assemblies will be replaced. During evaluation, the gimbal grip levers were found to be discolored and will be replaced. As the gimbal grip levers were replaced, the inner and outer grip spring will be replaced to accommodate the repair. The gimbal grip pads were found to be worn out during evaluation and will be replaced. Link 1 covers will be replaced. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 281, 23, 30, and 307 on the left master tool manipulator (mtml) and several errors on the surgeon side console (ssc) related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system sk4568. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to non-recoverable faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the system had non recoverable error 281. The customer power cycled the system but the issue persisted. The technical support engineer (tse) asked the customer to power cycle the system and perform an emergency power off (epo) on the patient side cart (psc) while reseating all of the fiber cables. The system powered up without error. The tse noted errors 281, 23, 30, and 307 on the left master tool manipulator (mtml) armnet. The customer stated that the issue returned and the system was displaying a non-recoverable error 41014. The tse reviewed the logs and noted several errors on the surgeon side console (ssc). The procedure was converted to another dv with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the procedure was completed successfully with another dv. There were no post operative complication to the patient. The patient demographic information was requested but unavailable.